Event description:
During a check-out procedure at the manufacturer's service center, a ventilator had a volume delivery issue and failed test steps during testing. The device was not in patient use. The device was recalibrated and the sensor board replaced to address the issues.